Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had a CT scan (B)(6) 2018, not related to her device. The area where the ins is felt hot. That feeling then went away. No further complications were reported/anticipated.